Event description:
It was reported that the implantable pulse generator had 'flipped again'. The leads may have moved. The lead area was swollen. The pt was provided with a list of hcps. Approx one month later it was reported that the pt experienced burning where the battery was located and jolts up his back when he turned the device on. The issues started after a recent fall against a wall. The pt had just moved and was unable to find an hcp to see him for six weeks. The patient was given hcp contact info and a therapy consultant was notified. Approx 2.5 months later it was reported that the implantable pulse generator was flipping or spinning in the pocket and 'shocking me in my heart and organs." The patient continued to have difficulties in finding an hcp to help him with his device-related issues. The hcp reported that the patient experienced left flank pain from the implantable pulse generator and connecting wires at the thoracic level. No additional troubleshooting was done and the patient was provided treatment for the issue. The patient had surgery to secure the implantable pulse generator in place because it had migrated.